Event description:
The haptic was found bent upon opening the lens carrier. Another lens was used for the procedure.

Manufacturer narrative:
Evaluation results: the lens was returned with a bent haptic. The cause of the damage cannot be determined.